Event description:
It was reported that (1) tlc55 was used during a bladder procedure. It was reported by the affiliate that the stapler fired about 2cm and then stopped. The surgeon switched to a new instrument which fired properly to complete the case. No adverse pt outcome.